Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and tip detachment occurred. The target lesion was located in a heavily calcified vessel. A 3.5x12mm meverick balloon catheter was advanced to the lesion. The balloon was inflated above nominal rated burst and a balloon rupture occurred. The specific atm's were unspecified. Upon withdrawal the maverick balloon caught on the distal end of a unspecified guide catheter. After removal of the maverick balloon catheter it was noted that there was no tip on the balloon, and that the tip had remained in the artery. An aspiration catheter was used to successfully retrieve the tip. No further patient complications were reported. The patient's status is fine.

Event description:
It was reported that the vessel was moderately tortuous.